Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation foreign material was clogged inside of the biopsy channel tube and could not be removed or identified. Discoloration was observed on the protector, as well as on switch 1 and 2. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope biopsy tube is clogged. The reported issue occurred during a diagnostic gastroscopy procedure. The procedure was subsequently completed with a similar device. There was no delay in the procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the foreign matter could not be removed and could not be identified. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic system: inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.